Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the cannula deployed but did not insert into the skin. Upon inspection, the patient reported that the pink slide did not move forward, indicating a needle mechanism failure.